Event description:
Pt stated his nozzle broke on nebulizer. Pt also advised that he lost the top of the nebulizer. Unknown if any doses were missed. Unknown if device is available for return, no adverse events reported. Unknown if md is aware. No further information provided. Replacement sent.